Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery. In the surgery, the screw gets stripped. It was unknown how the damage happened. The surgery and the patient outcome was unknown. This complaint involves one (1) device. This report is for (1) 2.0mm va-lckng screw slf-tpng with t6 stardrive recess 30mm. This is report 1 of 1 for complaint (B)(4).

Event description:
Updated event description: device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2021, during a surgery, the screw head was stripped. The surgeon used another device to finish the case. The procedure was successfully completed with no surgical delay reported. The patient outcome is reported as okay. This report is for (1) 2.0mm va-lckng screw slf-tpng with t6 stardrive recess 30mm this is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: a device history record (DHR) review was conducted: part # 02.130.330 lot # 9839457 manufacturing site: werk grenchen release to warehouse date: 07 mar2016 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.